Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes three (3) gels were attached to the walls of the tube, thus resulting in erroneous results. There was no report of impact to the patient or user.

Manufacturer narrative:
E.5. Initial reporter phone #: (B)(6). E.2.initial reporter address name: (B)(6). E.1.initial reporter facility name: (B)(6). Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated and no gel or additive defect was observed relating to gel smearing as all samples met specifications. Also, bd was unable to duplicate or confirm the customer¿s indicated failure mode of erroneous results because no erroneous analyte was reported by the customer. The affected analyte(s) must be specified in order to perform clinical testing and the customer reports that following adjustments to the centrifugation process, there are no more issues observed. Complaints for sample quality are under statistical control for the month of july 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of gel smearing and erroneous result. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.